Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1-1 multiple pockets were failed. A field service engineer (fse) removed the back panel, found retractor cable was broken. So, the fse replaced the cable. After reboot cubie raw b was not detected. So, the fse troubleshooted the issue using hardware test, then installed a new cubie tray. Then reconnect all the cables but no improvement, so the fse replaced the drawer control board. After rebooting station, drawer 1-1 was not detected on bus. So, the fse replaced the module control board and reassigned the half height drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.